Event description:
It was reported that the pump battery was unresponsive. However, there was no adverse impact on the customer's blood glucose level, which remained between 54-500 mg/dl (3.0-27.7 mmol/l). Troubleshooting steps such as trying different power sources and charging cables were unsuccessful, leading technical support to decide on replacing the pump. The customer was informed about returning the non-functioning pump and confirmed understanding of instructions to put the pump into storage mode before sending it back.